Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Event description:
It was reported that the patient presented to the hospital due to inappropriate shocks. During explant procedure, an insulation break was found.

Manufacturer narrative:
Analysis found the inner coil was fractured due to exposure to increased stress and accelerated fatigue; over time the inner coil fractured close to the connector ring. The outer insulation was abraded as a result of friction to the ICD can.